Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient experienced a bent cannula event on (B)(6) 2026, which resulted in improper cannula insertion and elevated glucose levels (400mg/dl) and the patient was treated with a pen. The cannula was found bent at a right angle upon removal. No further information available.